Event description:
It was reported that during a splenectomy procedure, while going across the ileum on the first stroke attempting the second stroke, the knife blade would not advance. They could not get the knife blade to retract to open the jaws. A new device was fired underneath and the first device was pulled off the tissue.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the sc60 device was returned. The device was received with no visual non-conformances and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipment. A batch record review was performed and no anomalies were found during the mfg process.